Event description:
It was reported that patient presented to the emergency room after receiving two inappropriate shocks due to high voltage output therapy. Device first diagnosed the rhythm as bigeminal and then as ventricular tachycardia. Programming changes were made. Patient was stable and further issues or inappropriate shocks occurred.